Event description:
It was reported "the doctor attempted to remove the guide-wire, but the guide-wire became deformed; the wire became thinner, bent, and elongated". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image showing the guide wire. Visual analysis revealed that the guide wire was bent and unraveled. The customer returned one guide wire, signs-of-use were observed. Visual analysis revealed the guide wire was kinked and unraveled. Four kinks were observed across the body. Unraveling of the spring coil, originating from the central portion of the wire. The spring coil was stretched and extended beyond the j-bend of the core wire. Additional analysis also revealed that the distal and proximal welds were full and spherical. The kinks on the guide wire were located 33mm, 320mm, 415mm, 461mm from the proximal tip. The length of the guide wire from the proximal weld to the point of separation on the core wire measured 680mm, which is within the specification of 678mm-688mm per product drawing. The outer diameter of the guide wire measured 0.860mm, which is within the specification of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through the lab inventory 2-lumen x 12fr catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking and unraveling. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. Guidewire exhibited kinks and spring coil unraveling from center of the guidewire. The spring coil was stretched beyond the j-bend of the core wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force is greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.